Event description:
It was reported that the trigger button of the device fell off during a procedure conducted at the user facility. The procedure was completed successfully without a delay, adverse consequences, or medical intervention.

Manufacturer narrative:
The reported event that the trigger button fell off of the device was confirmed through the visual inspection. It was observed that the screw was broken, causing the button to become loose. Any physical impact to the pointer, especially with a mallet or similar tool, will cause product damage or operational failure due to battery movement.

Event description:
It was reported that the trigger button of the device fell off during a procedure conducted at the user facility. The procedure was completed successfully without a delay, adverse consequences, or medical intervention.